Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) battery died. The caller stated it was unknown if it was normal service life or discharged. The caller stated it was possibly discharged. The battery ¿died¿ one year prior to replacement (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.